Event description:
The incident is being reported due to the intervention required subsequent to the adverse event occurring. The event occurred during an emergency operation to re-do an aortic valve replacement. The gelsoft graft was being used for femoral cannulation when there was leakage throughout the graft. The surgeon used 7.0 prolene suture for reinforcement. The pt lost approx 2 litres of blood at the femoral area and underwent blood transfusion.